Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as fold flaw opening additional observations: crease fold and wear abrasion observed on the device. Missing shell observed assessed as inconclusive. Red particles observed on the device.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted and replaced.